Event description:
The unit's red light is on and o2 port is broken. The dealer alleges that the unit left a mark on the floor. He is not sure if it is a burn mark or soot from dirt unit sits very close to the wall.